Event description:
Per telephone conversation on 6/27/97 with initial reporter, she stated that the cassette was broken when the pack was opened during setup for surgery. Surgery was not in progress. There was no effect on the pt.